Manufacturer narrative:
The local fas reported that potential false-positives results were generated from the cobas 6800/8800 systems at this customer site. The customer reported around ~1% positivity rate in the beginning of (B)(6) that gradually increased during the time frame of (B)(6) (1.2%, 1.7%, 2.0%, 3.6%). As a result of this observation, the customer pulled all positive samples from the 6 day time frame totaling 512 samples. Results were reported out but replaced with retest results. 214 out of the 512 retested returned negative indicating they were falsely identified as positive to the patient. A review of the protocol noted that the customer switched to non sterile pipettes that would come into contact with other pipette tips when aliquoting a sample. Upon discontinuing use of the non-sterile tips and performing a decontamination of the lab, the positivity rate returned to normal. No systemic hardware issue was found on the system or reagent issue identified during the course of the investigation. No harm has been alleged by the customer. The sources of the contamination was ruled to be due to the handling of the non sterile transfer pipettes during aliquoting of samples from primary sample tube to secondary sample tubes by the lab technicians. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. The local fas reported that potential false-positives results were generated from the cobas 6800/8800 systems at this customer site. The customer reported around ~1% positivity rate in the beginning of (B)(6) that gradually increased during the time frame of(B)(6) (1.2%, 1.7%, 2.0%, 3.6%). As a result of this observation, the customer pulled all positive samples from the 6 day time frame totaling 512 samples. Results were reported out but replaced with retest results. 214 out of the 512 retested returned negative results indicating they were initially falsely identified as positive to the patient. The customer substituted transfer pipettes (sterile transfer pipettes in bags of 20, packaged with the bulb side was up) that were on back order for non-sterile pipettes that were available. These were stored in a box without aligning bulb side up which led to subsequent touching of tips to other pipettes. Per the instructions for use (IFU), sterile disposable pipettes are recommended for single use to avoid contamination. On (B)(6), the customer received a new shipment of pipettes and discontinued use of the previous non-sterile pipettes. The customer decontaminated the lab, hoods and instruments and observed a return in positivity rate to 1%. During their investigation, they found no link to instrument, cassettes, lots, specific staff or shift. The manager takes responsibility for the contamination and does not believe it was associated with product performance. No harm or injury was alleged. 214 mdrs will be submitted, one for each discrepant patient result released, in accordance with FDA request. Through the course of the investigation performed on both the cobas 6800/8800 system and reagent lot used, no product problem was identified.